Event description:
It was reported that the device was measuring superior vena cava [svc] lead impedance measurements on the right ventricular [rv] lead; however, the rv lead implanted in the patient does not have an svc coil. It was also reported that the svc port of the device is properly plugged. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Save to disk review noted that no anomalies were found.